Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this pacemaker device exhibited a signal artifact monitor (sam) event and minute ventilation (mv) was disabled. The right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring at 2085 ohms. The patient was seen in clinic and the rv was reprogrammed back to bipolar sensing and pacing. Isometrics was performed and no noise was reproduced, and the impedances were stable at 650 ohms. Technical services (ts) reviewed and stated that it was likely a spring contact issue and ruled out lead fracture due to inability to reproduce any noise and stable impedances while the patient was in clinic. Ts recommended to program the rv lead split configuration unipolar pacing and sensing. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device exhibited a signal artifact monitor (sam) event and minute ventilation (mv) was disabled. The right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring at 2085 ohms. The patient was seen in clinic and the rv was reprogrammed back to bipolar sensing and pacing. Isometrics was performed and no noise was reproduced, and the impedances were stable at 650 ohms. Technical services (ts) reviewed and stated that it was likely a spring contact issue and ruled out lead fracture due to inability to reproduce any noise and stable impedances while the patient was in clinic. Ts recommended to program the rv lead split configuration unipolar pacing and sensing. This device currently remains in service. No adverse patient effects were reported.